Manufacturer narrative:
Common name/product code: foreign: (B)(6).

Event description:
According to the initial reporter: a male patient of unspecified age underwent an iliac vein stenting procedure in which the zilver vena venous self-expanding stent, g57447, was used. Prior to stent placement the physician used an (another manufacturer's) medical device and was able to pull out a lot of the clot. The physician deployed the stent in the iliac and when went to do an ultrasound it was noted the stent had pushed up or traveled up to the ivc. A wire was used to go up through and hook onto the stent and the physician was then able to pull the stent back down to the external iliac. A (another manufacturer's) wall stent was then deployed inside of the zilver.